Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after normal firing in a gastrointestinal tumor resection, surgeon was able to press the green button but could not squeeze the handle. Device was not able to fire. Surgeon replaced the device to resolve the issue. No patient injury.